Event description:
This 44-year-old female underwent bilateral subcutaneous mastectomies in 1968 with reconstruction with silicone gel implants in 1969. The implants were performed at another facility, therefore, this reporting facility does not know the name of the MFR of the devices. The pt complains of left breast tenderness, firmness, and periodically swells and shows evidence of purpole discoloration. Gross: right implant focally torn and ruptured; left implant focally torn and ruptured; left implant intact. Capsule exam shows chronic inflammatory changes, fibrosis, and calcification.